Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was greater than 500 mg/dl. At the time of the call, customer had not yet addressed bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.